Event description:
It was reported that a user believed the pump was not functioning after observing no drops during the fill tubing process and was unable to complete a supply change due to missing syringe needles; video guidance identified incorrect supply change steps and absence of required needles, and a goodwill order for needles was placed with education provided on proper setup and referral to backup therapy or clinician as needed. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status and no hospitalization. Investigation included remote troubleshooting, procedural review over video, and user education. Investigation of this case revealed user error related to improper cartridge filling technique and missing ancillary components, with no evidence of device malfunction or alerts. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error during preparation and setup.